Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the device did not helped patient for pain there were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. On 2020-aug-03, additional information was reported that nine months ago the patient quit using his ins because it never did anything for them. The patient is wondering if he should have it taken out or leave it in. On 2022-07-28, additional information was received from a manufacturer representative (rep) reporting that the reason for call was to inquire about physician recharge mode. Caller reported pt has not used their therapy in at least 3 plus years and their ins is now overdischarged. Caller stated pt stopped using therapy because they felt that it did not relieve symptoms. Caller stated they met with pt today and attempted physician recharge mode 5 times and was unable to bring the ins out of the overdischarge state. Caller confirmed the recharger was fully charged and seemed to be functioning as intended. Caller stated they were able to begin physician recharge mode without any issues and sat with pt for 30 minutes while in physician recharge mode. Caller confirmed the implant pocket seems to be normal. Caller mentioned pt is in need of an MRI of their shoulder and inquired on how to proceed. Tss reviewed information relating to physician recharge mode and MRI eligibility. Caller confirmed they will forward MRI eligibility form to pt's hcp to determine eligibility. Further troubleshooting was not performed as the caller was not with the patient. On 7/29 call back received from rep. Caller stated they were unsure how many times the ins had been overdischarged in the past but patient was able to charge ins normally (to full) after several physician recharge mode attempts and saw por message on patient programmer. However, in office today, caller was unable to connect to ins with tablet. Caller was no longer with the patient and tss reviewed that ins needs to be recharged again so that tablet can interrogate ins to clear por. Caller stated that hcp plans to explant the system and perform spine surgery for the patient. Tss reviewed option of eligibility form and caller indicated they had already sent that to the hcp. On 2022-08-01, additional information was received from the manufacturer representative (rep) reiterating that after several physician mode recharge (pmr) sessions with the patient last week they were able to get the ins charged to 100 percent, but then 40 minutes later the ins battery was completely dead again. Additional information was received from the rep reporting that the patient had an MRI today ((B)(6) 2022), of the lumbar region with the physician intent of removing the scs system at a later date and performing additional lumbar surgery for the patient. It was reported that the device explant had not been scheduled yet, just planned.